Event description:
It was reported that the fiber was detached from the connector (there was a physical break at the body of the fiber). The procedure was completed using another fiber. No fiber fragments fell inside the patient. There were no patient or operator complications.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual analysis of the returned fiber identified that the fiber was broken in two pieces with no signs of usage, confirming the fiber break allegation. It is likely that procedural handling of the device during set-up, may have contributed to the fiber break. The device instructions for use (IFU) instructs to ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual analysis of the returned fiber identified that the fiber was broken in two pieces with no signs of usage, confirming the fiber break allegation. It is likely that procedural handling of the device during set-up, may have contributed to the fiber break. The device instructions for use (IFU) instructs to ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled.

Event description:
It was reported that the fiber was detached from the connector (there was a physical break at the body of the fiber). The procedure was completed using another fiber. No fiber fragments fell inside the patient. There were no patient or operator complications.

Event description:
It was reported that the fiber was detached from the connector (there was a physical break at the body of the fiber). The procedure was completed using another fiber. No fiber fragments fell inside the patient. There were no patient or operator complications.